Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast implant that left side deflated after implantation. As a result, the patient underwent bilateral removal and replacement with gel implants on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation . The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received by mentor on (B)(6) 2018. Indicates that the patient had bilateral replacement as follow: left catalog number 3505501bc, lot number 7491545 serial number (B)(4). Right catalog number 3505501bc, lot number 7491545 serial number (B)(4). Date of event is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).